Event description:
Additional information was received that product analysis was completed on the generator and lead. The pulse generator was explanted due to prophylactic replacement. Results of the diagnostic testing indicate that device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that a portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient had a full revision. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Event description:
It was initially reported that the patient had high impedance (output current - low, lead impedance - high, impedance - 10,000 ohms). There was no reported trauma or manipulation. The patient's last appointment with on (B)(6) 2011 and diagnostics were reported to be within normal limits. Surgery is likely but has not occurred to date. X-rays were taken and provided to the manufacturer for review. Based on the x-ray received there was nothing seen that would explain the reported high impedance. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.